Event description:
It was reported that approx. 19 months after the implantation oversensing on right and left ventricular channel were noted. Moreover the impedance measurement were out of range on the lv lead greater than 3000 ohms and rv lead less than 200 ohms and an intermittent loss of capture occurred. The leads and the device were explanted.

Manufacturer narrative:
The two leads complained about and the ICD were returned for analysis. The returned ICD first underwent a status interrogation. The device status was mos1, and 9 charge processes had been registered. The memory content of the ICD was analyzed. Matching the clinical observation, the analysis of the available iegms found interference signals in the right-ventricular and in the left-ventricular channel. The data also show an increase in the left-ventricular pacing impedance since (B)(6) 2018. The signal sensing and the impedance measurement functions of the ICD were tested. The ICD senses supplied signals free of interference, and the impedance measurement returned normal and expected values. There were no indications of a malfunction. The ICD proved to be fully functional during the analysis. In the further course, the protego was visually inspected. It was detected that the lead body was deformed by squashing 37 cm distal of the df4 connector pin. In this area, the insulation and the coating of the rope conductors to the ring electrode and to the shock electrode were damaged. These damages are with high probability the cause for the interference signals in the rv channel. The analysis of the sentus showed squashing in the area 50 cm distal of the is4 connector pin with a helix fracture in this area. This damage manifestation can be considered the cause for the interference signals in the lv channel and the impedance >3000 ohm. The observed damage manifestations at the two examined leads require excessive pressure load onto the lead bodies. The characteristic of the damaged structures leads to the assumption of excessive mechanical stress of the leads due to the subclavian crush syndrome. In summary, the memory content and the capability to provide therapy of the ICD were thoroughly analyzed. During the check of the device data, the clinical observation could be confirmed. Interference signals in the right-ventricular and in the left-ventricular channel were detected in the available iegms. In addition, a documented increase in the left-ventricular pacing impedance was found. But the ICD proved to be fully functional during the analysis. The two leads showed damages, which are characteristic for the presence of a subclavian crush syndrome.